Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a low blood glucose levels which were not provided at the time of the call. The paramedic found him unconscious and was transported to the hospital. The customer did not have the insulin pump on them at the hospital. The customer does not know where the device is and believes the insulin pump was taken off at the hospital.